Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: when mixing in the IV room the other day, as air was drawn up into the syringe we noticed several pieces of plastic in the syringe. The syringe did not come in contact with any medication or diluent.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd luer-lok¿ tip syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: when mixing in the IV room the other day, as air was drawn up into the syringe we noticed several pieces of plastic in the syringe. The syringe did not come in contact with any medication or diluent. D2: medical device brand name: bd luer-lok¿ tip syringe. D4: model # 309653. D4: UDI # (B)(4). D10: device available for eval yes, d10: returned to manufacturer on: 2022-02-04. H6: investigation summary: it was reported several pieces of plastic were found in the syringe. To aid in the investigation, one sample with no packaging blister and four photos were received for evaluation by our quality team. A visual inspection was performed and the syringe barrel has plastic particles at the bottom of the syringe and adhered to the bottom part of the rubber stopper. The inner wall of the syringe barrel also has drag marks and the stopper ring is damaged. No other defects or imperfections were observed. The four photos provided show the sample received. This defect could occur during the molding process if the barrel was not ejected from the molding tool during the first attempt. Additional attempts could induce the white foreign matter which comes from the inner wall of the syringe barrel. As the lot number is 'unknown,' a device history record review could not be completed. Verification of the molding process was performed. The molding settings were correct and the parts were being ejected with no issues. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the unspecified bd syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: when mixing in the IV room the other day, as air was drawn up into the syringe we noticed several pieces of plastic in the syringe. The syringe did not come in contact with any medication or diluent.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.